Manufacturer narrative:
Product evaluation: complaint history and product history records could not be reviewed because the report did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that following an intraocular lens (iol) implant procedure, glistenings are getting worse over time. There is a silver reflex in the eye. It was reported the gentle manipulation of the lens was enough to leave a mark.